Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose was 56 mg/dl. The customer stated that he could not get air bubbles out and the air was going into the reservoir from the vial. The customer was advised by the trainer to call helpline and reported that the reservoir are defective. The customer was advised to send back one reservoir for analysis and we are sending 2 to replaced. The customer was treated low blood glucose with food.